Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery during the fill tubing process. The patient's blood glucose at the time of incident was 137 mg/dl. Troubleshooting could not occur for the no delivery alarm since the customer had changed the entire set before the call. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.